Event description:
The reported description of this complaint notes, there was a "speaker malfunction" visual message on the monitor's display screen.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes, there was a "speaker malfunction" visual message on the monitor's display screen. There was no audio sound alarm available from this monitor on the reported event date. This was found during preventive maintenance. There was no pt involvement.